Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral vascular stenting treatment procedure, a deployment issue occurred. The target lesion was located in the superficial femoral artery. During an unspecified of the procedure, a 6 x 120 x 75 epic biliary stent delivery system (sds) was in use, "instead of pulling on the deployment handle the physician pulled the handle for the entire device back and elongated the stent a little bit." The rest of the stent was deployed. For reinforcement, a non bsc stent was placed with good results. The procedure was completed. No patient complications were reported. Additional information has been requested and is not available.